Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead became dislodged, the lead had low impedance. It was explanted and replaced. The patient was stable.